Event description:
It was reported that the patient presented remotely via merlin. Net. Review of transmission revealed that the right ventricular (rv) lead was fractured. The rv lead was capped and replaced on (B)(6) 2024. There were no patient consequences.